Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported rupture of the right device. The device has been explanted with complete capsulectomy and replaced with a non-allergan implant. Treatment- periprosthetic shell removal, complete capsulectomy.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: h.6.

Event description:
Medical staff reported rupture of the right device. The device has been explanted with complete capsulectomy and replaced with a non-allergan implant. Treatment- periprosthetic shell removal, complete capsulectomy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed broken on the anterior posterior side assessed as inconclusive. Additional observations: yellow particles observed.

Event description:
Medical staff reported rupture of the right device. The device has been explanted with complete capsulectomy and replaced with a non-allergan implant. Treatment- periprosthetic shell removal, complete capsulectomy.